Event description:
Visiting nurse turned on the customer's device and the code that appeared on the display did not match the code key in the device. The batteries were reinserted and when turned back on, the code that displayed was the correct one. No controls were in use. A request was made for the suspect device and replacement product was sent.